Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the no audio condition, which was observed. The evaluation found the back flex to be failing. The rear case which contains the back flex was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device had no audio. There was no patient involvement.